Event description:
Prestige instrument broke during process. Found in bag so was contained at all times in the bag. The entire clip of the grasper broke off during the case. Procedure: robotic assisted total laparoscopic hysterectomy (>250g, with add'l difficulty due to the large broad fibroid in the lus), bilateral salpingectomy, ureterolysis, cystoscopy. FDA safety report ID# (B)(4).